Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
The auto mode on the insulin pump was active during the event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose due to bent cannulas. Blood glucose at the time of the incident was 550 mg/dl. The customer stated that the insulin pump alarmed insulin flow blocked. The customer stated that she had 3 infusion sets with bent cannulas. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis. Concomitant products: frn-mmt-332-reservoir, unomedical infusion set.